Event description:
Reported issue: the user was unable to open, close the handle because of a protrusion on the screw of the handle during the pretest. The applier was sent to our technical specialist, who confirmed that the screw of the handle was detached.

Manufacturer narrative:
(B)(4). The complaint sample was returned. Tecomet, the manufacturing site reported " per customer submitted information the DHR for the alleged defective instrument was reviewed and found complete without any irregularities. The alleged defective instrument was produced at (B)(4) in march of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned device as received shows that the jaws are loose and misaligned to each other and not engaged to the drive rod mechanism and the handles are actuated in the closed position and the handle pivot screw is backed out of its threads and sticking out of one side of the proximal handle. There is no visible damage to the jaw pivot pin area of the outer tube assembly. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod bosses to become damaged and for the handle pivot screw to become loose and for the jaw to drive rod mechanism to become disengaged and for the handles to be stuck in the closed position but lack of proper maintenance and mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed."

Event description:
Reported issue: the user was unable to open/close the handle because of a protrusion on the screw of the handle during the pretest. The applier was sent to our technical specialist, who confirmed that the screw of the handle was detached.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.